Event description:
The customer reported the system was reporting a communication error. The system has an old sbc. We recommended that the system be upgraded to ensure no old processor issues.

Manufacturer narrative:
The customer requested the sbc upgrade to remedy communication error. We replaced the sbc and tested the system by making x-rays and booted the system multiple times. System is working as intended.